Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that shaft leak occurred. The chronic total occlusion target lesion was located in the right coronary artery. After a non bsc guide wire crossed the lesion, predilation was performed with an emerge balloon catheter. Then a 38 x 2.50mm promus premier¿ stent was advanced to the lesion however blood was noted on the stent delivery system (sds) balloon. The physician suspected that there was a hole in the sds balloon. The device was removed in a normal fashion with the stent undeployed and without using extra device for retrieval. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was stable with no issues. The complaint device was inspected post procedure. When the device was flushed, it was noted that there was a leakage past the shaft at the connection point of the transparent tube. However, returned device analysis revealed stent damage and tear in the outer lumen wall.

Manufacturer narrative:
(B)(4). Device is a combination device. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found a 6mm longitudinal tear in the outer lumen wall distal from the port bond skive location. As a consequence the corewire was exposed and the device developed a leak from the inflation lumen at this location. The damage evident is consistent with the guidewire causing damage to the outer lumen wall while attempting to withdraw the device under severe resistance. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found that the stent struts along the distal portion of the crimped stent were damaged, with stent struts stretched distally out over the distal markerband. This type of damage is consistent with the stent encountering excessive resistance in an attempt to withdraw the device. The body of the tip component appears damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).